Manufacturer narrative:
(B)(4) model xpo100, serial number/date code unknown is approximately of an unknown age. The owner's manual part number 1148112, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. A call was placed to the reporter of the event however, the user's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.

Event description:
A user facility has reported that the chargers for the unit gets really hot that you cannot touch it. No report of injury.